Event description:
The customer reported that the insulin pump has a blank display when the buttons are pressed. The blood glucose reading was 300mg/dl. Advised the customer that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with frozen display. Problem isolated to the lcd board. Further testing could not be performed due to the frozen display.